Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same incident as MDR# 1043534-2015-00029.

Manufacturer narrative:
Visual inspection of the returned parts found that the fusion beam is broken off on the distal end and the first thread is damaged on the proximal end. Analysis of the returned devices indicates that the device was a contributor to the reported event. Based on analysis, a definitive root cause could not be determined. However the most likely root cause was due to external stresses applied to the beam.

Event description:
Allegedly, the surgeon noted on clinical x-ray that this pt has broken both screws just at the first threads. No plan to revise as of now.